Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required peritonitis. The patient was hospitalized for peritonitis. The patient was treated with vancomycin and levaquin (route, dose, frequency, duration not reported) for the peritonitis event. The cause of the peritonitis was unknown. The patient was recovering from the peritonitis event at the time of death. The cause of death was unknown. The patient had been diagnosed with cancer (unspecified) 6 months prior to death and their health had been failing. An autopsy was not performed. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13i09015 and h13j25093 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).